Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, and upon revision the right ventricular (rv) lead disloged and was revised. It was also reported that the right atrial (ra) lead exhibited diminished p waves and n capture. The leads were re-programmed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced.